Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The physician was advancing the catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was noticed that the inside of the hemostatic valve was moving with the catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 31-jan-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The device evaluation was completed on (B)(6) 2023. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. The silicone ring presented rupture damage as well. Examination of the shaft, the dilator, and the brim cap, revealed the components were placed in the correct position and found in good conditions. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Analysis was performed, concluding that the mechanical damage could be related to the manipulation of the device during the procedure or excessive force, due to the damages observed on the surface; however, this cannot be conclusively determined. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603)/ investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: ring (g04111) were selected as related to the biosense webster inc. Analysis finding of the ¿silicone ring damage¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) a correction was noted to the d4. Expiration date and h4. Device manufacture date reported under the 3500a initial. Therefore, processed.